Manufacturer narrative:
Product analysis: analysis found that the programmer's power supply was electrically out of specification. It was also found that the electrocardiogram (ECG) connector on the link electronic module (lem) board was loose. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer that was returned as a pullback subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.